Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a revision surgery in order to remove the excess skin and the abutment in (B)(6) 2020 (specific date not reported). The patient was replaced with a new abutment during the same surgery.

Event description:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2020-02466.